Manufacturer narrative:
A compressor power distribution printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the compressor runs on and off. The se replaced the compressor power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.